Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc board was in need of replacement. The customer was provided with a quote for repair. No conclusion can be drawn as further info is not available at this time.

Event description:
It is reported that the system would not boot up. There is no report of death or serious injury.